Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a hartmann's pouch reversal procedure. The first device would not fire at all. The second device fired, but performed a distal donut but not a proximal donut. The device locked on the tissue. The rep entered the room, advised to put safety on, open the device fully and fishtail out of the rectum. The device was removed with no adverse consequence to the patient. The case was completed with a hand sewn end to end anastomosis.

Event description:
The pt fell a week or two ago and hit his head in the tub. He had not felt any stimulation for a week. X-rays revealed no fractures though impedances were all over 4,000 ohm. The pt was considering whether or not to replace the system.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the devices a and b arrived with the anvils missing, otherwise in good visual condition. As the original anvils were not received, further investigation with the original anvils could not be performed. Device a: the breakaway washer was not present and there were no staples present. Device b: the breakaway washer was present and there were no staples present. The device were reloaded with staples, new washers were placed on the devices and both were tested for functionality with test anvils; the devices fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process. A batch record review was performed and no anomalies were found during the manufacturing process. Anvil not returned. (B)(4).